Event description:
Facility alleges a blood leak occurred during a dialysis treatment. Dialysis was discontinued and blood loss was not returned to the pt. Estimated blood loss-300 c. Blood loss was due to blood left in dialyzer and blood lines when discarded. No serious injury or medical intervention reported as a result of this incident. This incident involved one pt.